Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 450 mg/dl due to being out of insulin. Customer reported having swollen feet, shortness of breath, and pressure in her eyes. The customer reported that she was using insulin pens as a backup method. The customer stated that she would go to the